Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experienced high blood glucose. Blood glucose level at the time of the incident was 421 mg/dl. Customer had received post reset ram crc alarm. Customer was able to successfully clear the alarm and complete rewind. Customer was in the hospital for surgery and insulin pump was turned off for 9 hours. Auto mode feature information was unknown. The insulin pump will not be returned for analysis.